Event description:
During the transfemoral tavr procedure, a sapien xt was deployed too ventricular due to the patient¿s heavily calcified homograft. A new delivery system (ds) was used to deploy a second valve. The second ds balloon burst at the end of inflation as well. There was no consequence to the patient. The patient presented with a failing heavily calcified homograft and 3+ aortic regurgitation. Bav with angio was performed via a 22mm x 6cm balloon under rvp. Upon full inflation the tyshak balloon burst due to the calcification; however angio was successfully obtained and showed a ¿dog bone¿ waist with trace-mild leak with adequate coronary perfusion. A 23mm xt on a novaflex+ delivery system was positioned 50:50 to the homograft suture line. However, during deployment the calcified homograft pushed the xt into the lvot; 10/90 a/v (as appreciated by angio) with simultaneous balloon rupture. The patient became hemodynamically unstable and emergent intubation was performed. A tee probe was also inserted at that time. Under rvp, a second 23mm xt via nf+ was prepared and deployed 50:50 within the 1st valve. At the end of the inflation the second ds also burst, the valve landed 50/50 and the patient¿s condition was stabilized. The nf+ ds was removed and a 23mm x 6cm z-med balloon was used for post dilatation performed under rvp to obtain maximum valve apposition. Upon angio and tee evaluation, a 2+ paravalvular leak (pvl) was observed with zero central aortic insufficiency (cai). A discussion then ensued regarding post dilation of the valve or placing a plug. It was deemed that placing a plug was the appropriate course of action. Cannulation and wiring of the channel with subsequent and successful amplatzer plug deployment was performed and the leak was reduced to ¿mild¿ as per tee and angio evaluation. The e-sheath was removed w/o incident and the lfa was closed via the indwelling proglides. The patient was transferred to the unit in stable condition. The perceived cause of the ventricular movement was the patient¿s heavily calcified homograft.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst was attributed to the patient¿s heavily calcified homograft. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.